Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 40mg/dl due to infusion sets not sticking. Customer indicated that they have also had sensor glucose and blood glucose differences. There was no indication that the insulin pump over delivered insulin. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. The customer declined to further troubleshoot for the low blood glucose. No further details given.